Event description:
A (B)(6) male pt's mother contacted zoll customer support to report constant check te pad messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check te pad messages) was confirmed. As received, the electrode belt incoming testing. Upon eval, the white pulse wire was open in the trunk cable. The cause for the check te pad messages is the open wire. The root cause has not been positively identified but is likely excessive force. No adverse event resulted from the open wire. The pt received a replacement electrode belt.